Manufacturer narrative:
Further info surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no pt involvement. (B)(4).

Manufacturer narrative:
According to received information, the reported pre-use checks failure was corrected by replacing nozzle units of the gas modules as parts of the maintenance kit. The parts were kept by the customer and not returned for investigation. No further problem on this ventilator has been reported since the above mentioned repair took place. The investigation consists of a (n) device log evaluation. The reported pressure transducer sub-test failure was confirmed in the received device logs. The logs showed that pre-use checks had failed on (B)(6) 2015 and the date of event was updated accordingly. Several pre-use checks were performed and the pressure transducer sub-test had failed in different (varying) ways. However, none of the failures can be related to the nozzle units or other parts that are included in a maintenance kit. The cause for the reported failure cannot be determined since the replaced parts were not returned for this investigation.

Event description:
(B)(4).